Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. H3) the tightrail was discarded, thus no product investigation was performed. H6) per IFU, perforation and death are listed as potential adverse events with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 11f tightrail rotating dilator sheath on the ra lead, progress was slow, and extensive lead on lead binding was encountered. Once the ra lead was extracted, the patient¿s blood pressure dropped significantly. Rescue efforts began, including rescue balloon, pericardiocentesis, and sternotomy. A perforation to the superior vena cava (svc) was discovered and repaired. The rv lead was not removed, and the patient was sent to the ICU. The patient passed away the following morning. This report captures the tightrail device in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.